Event description:
Technician found the right siderail not staying up.

Manufacturer narrative:
Technician found the bolt is missing on the latch that holds the siderail up. Technician replaced bolt to resolve issue. Technician found stretcher in storage. No injuries reported.